Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and migraine ("severe migraines"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, nausea and migraine outcome was unknown. The reporter considered abdominal pain, migraine and nausea to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterine"), bladder perforation ("perforation (other) please describe and state the location of the perforation: bladder"), device dislocation ("unsure regarding broken, missing and coil embedded in tissue"), the second episode of abdominal pain ("severe abdominal pain") and systemic lupus erythematosus ("diagnosed with auto.-immune connective tissue disorder (90% sure it is lupus but no full diagnosis yet)" in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In december 2007, the patient experienced the first episode of abdominal pain ("pain: abdomen"), pelvic pain ("pain: pelvic") and back pain ("pain: back"). In 2008, the patient experienced urinary tract infection ("urinary tract infection"), uterine infection ("uterine infection"), vulvovaginal mycotic infection ("yeast infection"), the first episode of migraine ("migraines"), headache ("headaches"), the first episode of nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)" and was found to have weight increased ("weight gain"). In 2009, the patient experienced amnesia ("memory loss"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis (ripping my uterus in half)"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), the second episode of nausea ("nausea"), the second episode of migraine ("severe migraines"), mood swings ("mood swings"), anxiety ("anxiety"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("excessive cramping"), endometriosis ("endometriosis") and arthralgia ("pain: joint") and was found to have weight decreased ("weight gain /weight loss-specify which one -weight gain,weight loss"). The patient was treated with surgery (she underwent multiple surgeries/hysterectomy for essure device removal). Essure was removed in march 2016. At the time of the report, the uterine perforation, bladder perforation, device dislocation, the last episode of abdominal pain, systemic lupus erythematosus, the last episode of nausea, the last episode of migraine, urinary tract infection, uterine infection, vulvovaginal mycotic infection, mood swings, anxiety, headache, feeling abnormal, allergy to metals, weight increased, dysgeusia, abdominal pain lower, endometriosis, adenomyosis, back pain, arthralgia, weight decreased and amnesia outcome was unknown and the dyspareunia, pelvic pain and dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, amnesia, anxiety, arthralgia, back pain, bladder perforation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, headache, mood swings, pelvic pain, systemic lupus erythematosus, urinary tract infection, uterine infection, uterine perforation, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of abdominal pain, the first episode of migraine, the first episode of nausea, the second episode of abdominal pain, the second episode of migraine and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-dec-2018: event "dysmenorrhea (cramping), memory loss" added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterine"), bladder perforation ("perforation (other) please describe and state the location of the perforation: bladder"), device dislocation ("unsure regarding broken, missing and coil embedded in tissue"), the first episode of abdominal pain ("severe abdominal pain") and systemic lupus erythematosus ("diagnosed with auto.-immune connective tissue disorder (90% sure it is lupus but no full diagnosis yet)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), the first episode of nausea ("nausea"), the first episode of migraine ("severe migraines"), urinary tract infection ("urinary tract infection"), uterine infection ("uterine infection"), vulvovaginal mycotic infection ("yeast infection"), mood swings ("mood swings"), anxiety ("anxiety"), the second episode of migraine ("migraines"), headache ("headaches"), the second episode of nausea ("nausea"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("excessive cramping"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis (ripping my uterus in half)"), the second episode of abdominal pain ("pain: abdomen"), pelvic pain ("pain: pelvic"), back pain ("pain: back"), arthralgia ("pain: joint") and weight decreased ("weight gain /weight loss-specify which one -weight gain,weight loss"). The patient was treated with surgery (she underwent multiple surgeries/hysterectomy for essure device removal).essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, bladder perforation, device dislocation, systemic lupus erythematosus, urinary tract infection, uterine infection, vulvovaginal mycotic infection, mood swings, anxiety, the last episode of migraine, headache, the last episode of nausea, feeling abnormal, allergy to metals, weight increased, dysgeusia, abdominal pain lower, endometriosis, adenomyosis, the last episode of abdominal pain, pelvic pain, back pain, arthralgia and weight decreased outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, bladder perforation, device dislocation, dysgeusia, dyspareunia, endometriosis, feeling abnormal, headache, mood swings, pelvic pain, systemic lupus erythematosus, urinary tract infection, uterine infection, uterine perforation, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of abdominal pain, the first episode of migraine, the first episode of nausea, the second episode of abdominal pain, the second episode of migraine and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-sep-2018: reporter information. This case concerns adult patient. Her demographic was updated. Lab data was added. Essure insertion date was updated. Essure indication was amended. Per plaintiff fact sheet following events: perforation (other) please describe and state the location of the perforation: uterine), perforation (other) please describe and state the location of the perforation: bladder), uterine infection), unsure regarding broken, missing and coil embedded in tissue), diagnosed with auto.-immune connective tissue disorder (90% sure it is lupus but no full diagnosis yet), diagnosed with auto.-immune connective tissue disorder (90% sure it is lupus but no full diagnosis yet), urinary tract infection), yeast infection, mood swings, anxiety, migraines, headaches, nausea, brain fog, nickel allergy, dyspareunia (painful sexual intercourse), weight gain /weight loss-specify which one -weight gain,weight loss,metallic taste in mouth, excessive cramping, endometriosis, adenomyosis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.